Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms while pump was connected to a power source using a non-tandem usb cable. There was no impact to the customer's blood glucose (bg) level. Customer indicated current pump would continue to be used for diabetes management.